Event description:
Patient selected wrong menu on insulin pump after changing insertion set. Selected prime menu and infused 67 units of humalog insulin rapidly using animas ping insulin pump. Dose or amount: na. Frequency: continuous insulin. Route: subcutaneous. Dates of use: 4 years. Diagnosis or reason for use: type 1 diabetes mellitus.